Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection it was identified that the roller clamp was missing from one of the tubes. A functional leak test was performed with no issues noted. The reported condition was not verified. The product is nonconforming due to the missing roller clamp. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Uf/importer report number: (B)(4). This report contains the updated product information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set was leaking during priming. The device was not used with a patient and the new tubing was obtained and used. There was no patient involvement. No additional information is available.